Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported that he received no delivery alarms. Blood glucose value is 130 mg/dl. Customer was unable to troubleshoot at this time. Nothing further reported.